Event description:
It was reported that a charging pad for an ilet pump failed, presenting a green indicator light for a few seconds before stopping, and the issue persisted despite trying different wall outlets and with the belt clip not connected to the pump. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose and no medical intervention or hospitalization. Investigation included customer troubleshooting and verification of shipping information to facilitate replacement. Investigation of this case revealed a suspected charging accessory malfunction that could not be resolved through basic power-source checks. It was concluded that the event was attributable to a malfunction of the charging pad.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.